Manufacturer narrative:
Periodic review of items removed from itotal reusable instrument trays during reprocessing was completed. The review showed that two tibial insert impactor tips had broken. One impactor tip was broken in half. One impactor tip was broken at the point where the tip connects to the impactor handle. Review of inspection records for the affected lot indicate that the components were manufactured to specification.

Event description:
Periodic review of items removed from itotal reusable instrument trays during reprocessing was completed. The review showed that two tibial insert impactor tips had broken.